Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2018, the subject was referred for cardiac catherization and the index procedure was performed on the same day. The target lesion #1 was located in proximal left anterior descending (lad) artery extending up to mid lad with with 99% stenosis and was 48 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.0 mm x 38 mm overlapped on to 3.50 mm x 16 mm promus premier stents system. Following this intervention, post dilation was performed with 0% of residual stenosis. Six days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was recovered/resolved, and the subject was discharged on the same day on aspirin and ticagrelor.